Event description:
A malfunction was reported on the pump, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the issue did not recur after the reset. The customer may continue using the pump and was advised to contact support if the malfunction code appears again.